Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead had been severed 155 millimeters (mm) from the terminal pin. Two segments were returned totaling a length of 528 mm indicating that a portion of the lead might have been missing. The helix was extended and tissue was noted to be entwined in the helix. Deformed coils were noted near the distal tip of the lead. This was likely induced damage from the explant procedure. Cuts and tears in the insulation were noted. The returned portions of the lead were determined to be electrically continuous. An x-ray was performed; no anomalies were noted. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this lead and associated device were displaying noise, oversensing and pacing inhibition. The patient was seen for a revision procedure where the lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported. The lead was returned for analysis.